Manufacturer narrative:
(B)(4). This report is for system error 2240, where the home patient (hp) connected patient line extension after the patient line had finished priming. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. It instructs the user to connect the patient line extension to the patient line prior to priming. Also, it instructs the user to make sure the patient line extension is correctly positioned in the organizer and verify that the patient line extension is placed in the left slot of the blue organizer. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell 5 of 6, while the hp was connected. The hp connected the patient line extension after priming the set. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.